Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a bend in the electrode just distal of the suture sleeve. Additionally, a fissure was noted within the adhesive and inside the lumen just distal to the sense b electrode. There is an additional fissure that runs down the adhesive. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of morphological changes. Imaging was performed which showed that the device may have not been sitting against the facial plane but was not completely confirmed. The system was reprogrammed to secondary sensing vector with some slight noise. At the time the physician was comfortable with allowing the patient to return home. Recent, the device was explanted due to an unspecified reason and replaced with a new sicd system. The reason for explant is not confirmed but is likely to be related to the previous inappropriate shock. No additional adverse events were reported.